Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump experienced high blood glucose levels. Customer's blood glucose level was over 400 mg/dl. The customer changed the site twice and took some injections to bring her blood glucose level down. She was nauseous. The high pressure test passed. The device was not returned.